Event description:
The patient was taken to the hospital by ambulance due to high blood glucose levels of 40 mmol/l (720 mg/dl). The pod was worn on the arm for one day and was removed by hospital staff upon arrival. The patient reported experiencing symptoms including blurred vision, stomach-ache, vomiting, inability to stand and loss of sensation in the body. The patient was diagnosed with diabetic ketoacidosis (dka) and they had a virus. Treatment included IV fluids and medication for nausea. The patient was hospitalized for three days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.